Manufacturer narrative:
(B)(4). This device has been received, but an eval has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a nitinol urological retrieval coil was used for a ureteroscopy procedure performed on (B)(6) 2009. According to the complainant, the device tip was "non functioning." The procedure was completed with another nitinol urological retrieval coil. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."